Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and buttons stopped responding. Customer's blood glucose level was unknown. Customer states insulin pump had unexpected restart and frozen display. Customer reports an alarm occurred during the time the buttons stopped responding. Customer was able to successfully clear the alarm. Customer reading a book and sitting down when the insulin pump started beeping solid. Customer states the contacts on the battery cap are not missing or damaged. The insulin pump will not be returned for analysis.